Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/11/2017 with the following findings: during investigation the black box and alarm history showed no evidence of a cs communication alarm or any unusual error, alarm or warning. There were multiple unexpected pump reboots. Unrelated to the original complaint, the battery compartment was found to be cracked. There was evidence of moisture corrosion observed on the display screen and inside the pump. A leak test failed due to a battery compartment leak. The returned battery cap was able to fit securely. There were no cs communication alarms during investigation and the original complaint was unable to be duplicated. The pump¿s cover was removed and there was no further moisture ingress found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm (communication) had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.